Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: a review of the pump black box revealed frequent low battery warnings and replace battery alarms. A short battery life was observed in pump history. The pump electrical current draws were tested and found to be within specification. There was corrosion observed inside the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).